Event description:
Customer states that one (1) person hads "itchy hands" after wearing these gloves for approx. Two (2) hours. The person's hands recovered without permanent impairment. This person has a history of being sensitive to other brands of latex gloves.